Manufacturer narrative:
(B)(4).

Event description:
Patient contacted dexcom on (B)(6) 2015 to report that on (B)(6) 2015, the patient experienced a loss of connection between smart device and transmitter. Dexcom representative advised the patient to confirm the following settings were enabled on their smart device: background app fresh, bluetooth, notifications, dexcom app notifications, and wi-fi; confirm if they were using another bluetooth device as it can interfere with the smart device; confirm when they last updated their smart device; confirm during the signal loss if the smart device battery level is low. No additional patient or event information is available.